Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported when the paddle is placed in the pocket, "poor" sometimes lights. This is an indication of poor contact being indicated by the paddle leds. There was no report of patient involvement.